Event description:
On (B)(6) 2011, a biomedical technician called to report that an inomax ds ((B)(4)) failed calibration while on a patient resulting in the generation of an incident report due to impact to the patient and the device being sent to biomed for inspection. The biomedical department contacted ikaria customer care to arrange for return of device for inspection. A follow up phone call to the quality manager (qm) of respiratory services revealed that a (B)(6) female was on the servo I ventilator with a fractional inspired oxygen (fio2) of 93% and inomax (nitric oxide) via the inomax ds ((B)(4)) at 20 parts per million (ppm). The infant's oxygen saturation level was spo2 99%. The infant was receiving ino therapy for "pulmonary hypertension and had been on therapy for awhile". According to the qm, the nurse called the respiratory therapist (rt) into the patient's room when the "service required" alarm sounded on the inomax device. The rt attempted to troubleshoot and calibrate the device. When the device failed calibration, a decision was made to switch out the device with another unit. During the start of the switch out, the infant desaturated from her baseline of spo2 99% to spo2 70%. The rt started manual ventilations with the inoblender and the infant quickly came back up to near baseline of spo2 94%. The switch out took approximately 15 minutes during which time the infant continued to be manually ventilated with the inoblender and had no further problems with oxygen desaturation. The reporter could not determine, from the incident report, the exact amount of time the infant's spo2 was at 70%, but felt it "probably wasn't too long since the rt was at the infant's bedside and was preparing to manually ventilate the infant when she started to desaturate". The qm "did not consider the event of oxygen desaturation serious due to the infant's quick return to near baseline oxygen saturation levels with the initiation of the inoblender manual ventilations." She also stated that "the event was probably related to interruption in ino therapy due to device switch out." The initial inomax device was removed from service and sent to the hospital's biomedical department for inspection. The biomedical department contacted ikaria customer care to arrange for return of device. The device was returned to ikaria for inspection.

Manufacturer narrative:
On (B)(6) 2011, a biomedical technician called to report that an inomax ds ((B)(4)) failed calibration while on a patient resulting in the generation of an incident report due to impact to the patient and the device being sent to biomed for inspection. The biomedical department contacted ikaria customer care to arrange for return of device for inspection. The biomedical department contacted ikaria customer care to arrange for return of device for inspection. ((B)(4)). The investigation of the device is complete and is as follows. The device was being used in an off-label, long-term application which was not anticipated. A review of the service logs yielded the alarm, "service required" resulting in a system shutdown. A software anomaly was found to be the root cause of the incident. The software has been modified to eliminate the anomaly.